Event description:
The patient experienced a loss of therapeutic effect. Interrogation of the leads revealed that at least one of the leads had fractured. The leads were replaced under mac anesthesia. The surgery consisted of the following steps: excision of scar tissue in the back, dissection down to the supraspinous fascia, dissection of the leads from scar tissue, removal of the extensions from the leads, dissecting the proximal leads from the surrounding scar tissue. The right-sided lead was dislodged from the spine at this step. Impedances of the left-sided lead were checked and found to be abnormal, suggesting fracture. An introducer was slid down the lead into the epidural space, the lead was removed, and a new lead was introduced and tested. A new left lead was placed. Testing of both leads covered all painful areas. The leads were connected to the extensions, anchored, and the wound closed. The patient's outcome was reported as 'recovered without sequela'.

Manufacturer narrative:
Abnormal lead interrogation.